Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.29mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument was not clipping. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site said that all the all the information was already present in the original report and did not have any further details. There was no report filed of retained items or patient injury and there was nothing significant as far as impact on the patient.